Event description:
Consumer complaint of blood result reading of "lo." Reviewed the last five blood glucose results in the meters memory: (B)(6) /2014 at 11:15am - "lo", (B)(6) 2014 at 10:42am - 99 mg/dl, (B)(6) 2014 at 11:44am - 87 mg/dl, (B)(6) 2014 at 03:04pm - 81 mg/dl, (B)(6) 2014 at 08:19 - 94 mg/dl. Expected blood sugar range is between 90 mg/dl to 100 mg/dl fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation confirmed returned test strips showed a lower bias compared to retention test strips. Root cause: returned test strips were most likely exposed to high temperature and humidity for an extended period of time.